Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulties connecting sensors. Customer reported that sensors were not communicating with insulin pump and her trainer was not able to fix the issue. Customer continued to try with no success and threw away sensors. Customer was advised that two sensors would be replaced. Customer's blood glucose was 526 mg/dl.